Manufacturer narrative:
On-site investigation was performed by field service engineer. Technical error 10 was noticed during service visit. It indicates disabled valves. According to information received from the technician, restart of the device resolved the issue. The ventilator passed all functional and safety tests and was cleared for clinical use. The device's logs were not provided for further analysis. The cause of the claimed issue in this customer product complaint has been determined. The reported issue was related to software.

Event description:
It was reported that the ventilator generated a technical error code indicating disabled valves. There was no patient harm. Manufacturer's ref. #: (B)(4).